Event description:
Reporter alleged obtained a result of 199 mg/dl on the advantage system, eating lunch, and then passing out sometime later as her daughter found her unconscious. Reporter stated that her daughter called the emts, they obtained a 20 mg/dl result and took her to the ER. Reporter stated that at the hospital she was treated with an IV and core temperature insert. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.